Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part was expected to be returned for manufacturer review/investigation, but has yet to be received, complaint closed due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during surgery the surgeon attempted to use a t25 stardrive locking screwdriver to insert a screw into the patient but unfortunately, the instrument became defective, did not function as it was intended. This was strictly a product malfunction. A second instrument tray obtained a second screwdriver but did not work also. The surgeon is experienced and knows how to properly use the instrument and/or take apart. The procedure was continued by using a non-locking screwdriver. There was no surgical delay. Procedure was successfully completed. Patient status was unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 2 of 2 for (B)(4).